Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in which five promus stents were implanted in the proximal and mid right coronary artery (rca). During an interventional procedure for subacute coronary perforation on (B)(6) 2011, revascularization was performed in the mid right coronary artery (mrca) for 50% instent restenosis in the 3.0 x 12 mm and the 3.0 x 18 mm promus stents. The post procedure stenosis was 0% residual and normal flow in the mrca. The patient's condition resolved. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus 3.0 x 12 is being reported under a separate medwatch report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported restenosis is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.